Event description:
The customer reported that vasoseal was used following a diagnostic catheterization procedure. A small hematoma was present post procedure. Later that day in outpatient recovery, the hematoma became larger requiring surgical intervention.